Event description:
It was reported that a filter was placed due to a contraindication for the use of heparin after coronary bypass surgery. Approximately one month later, the filter migrated to the pt's heart. Filter was removed successfully using a goose neck snare. The pt is reported to be fine.